Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer received a battery alarm and could not clear it by pressing the esc and act buttons. Customer's blood glucose level was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The act and escape buttons were unresponsive due to flattened button dome switches. The insulin pump was monitored and no battery change too slow alert was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a missing end cap sticker and a dented case.